Event description:
It was reported that the associated leads were removed from service due to noise, oversensing and pacing inhibition and the explant paperwork stated these adapters were removed at the same time due to product performance issue. The subject device of this MDR is the lead adapter. It is unknown what lead the patient had implanted. Patient information is unavailable. This is the same event as MDR 2183787-2016-00047.